Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the complaint. As a precaution, the fsr replaced the small display assembly. The unit operated to MFR specs and was returned to clinical use. The suspect display was returned to the MFR for further eval.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blanking out. The device was not changed out, as the customer rebooted and the unit worked. The roller pump was used for the case. There were no error messages or audible tones when the issue occurred, the surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.